Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because it was reported in the event description that the patient made a mistake/touch contamination, which is a use error that can cause peritonitis or potential contamination. A batch review was conducted for potentially associated lot numbers gd885285, gd884452 and no exceptions were observed that were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient made mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was patient made mistake/touch contamination. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The patient was recovering from the peritonitis. The outcome for the patient made mistake/touch contamination was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported. On an unreported date in 2011, the patient recovered from the event of peritonitis. The nurse reported the events were unrelated to dianeal therapy